Event description:
It was reported patient lost effective therapy and was unable to enter MRI mode due to high impedances on one lead following a fall. It is unknown which lead attributed to the issue. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain device information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.